Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The investigation concluded that the reported user experience was related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents for difficulty in removing the cds from the sgc. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed for clip delivery system (cds) 50318u130 because the cds met resistance with the steerable guide catheter (sgc) during withdrawal. Difficulty removing a device has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. After placement of the steerable guide catheter (sgc), the first clip delivery system (cds) 50318u130 was advanced and the clip was deployed without issue. However, during removal of the cds, resistance was met with the sgc. The cds was turned clockwise and counterclockwise and was removed with force from the sgc. The second cds 41212u130 met resistance during advancement into the same sgc; thus the sgc and cds were removed. A new sgc and a new cds were used to successfully complete the procedure, with mr reduced to 1, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.